Event description:
The pt was not able to adjust the stimulation with the pt programmer. She had tried with and without the optional antenna attached, she kept getting the poor communication screen. The pt underwent hip replacement three months before the report, and had not been able to use the stimulation implant ever since. Stimulation was turned off before the surgery. Additional info has been requested.

Manufacturer narrative:
(B) (4)